Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced a recent trauma. As a result, the patient experienced communication issues with the ipg due to migration in the pocket, and ineffective therapy due to bilateral lead migration. Surgical intervention was undertaken wherein the system was explanted and replaced.